Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The fse replaced the executive processor board and performed all functional and safety checks to meet factory specifications. The fse performed pm with full calibration. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), it was found that the cardiosave intra-aortic balloon pump (iabp) executive processor nvram had failed. The fse also found multiple error in error log indicating an executive processor board failure. There was no patient involvement, and there was no adverse event reported.